Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 pump was returned for analysis in used condition. Visual inspection showed the pump had a cracked battery compartment. During testing and inspection the device did not exhibit an alarm or a blank screen. The device ran the program for an extended period of time with no issues occurring. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump exhibited an unspecified alarm and had a blank screen. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the reported issue occurred during testing.